Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. The oversensing appeared to be double counting of the patient's premature ventricular contractions (pvc) and true hrns episodes. In addition, non-physiologic noise was noted on stored electrograms. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.